Event description:
The healthcare professional reported that during the coil embolization procedure with the target aneurysm at the internal carotid-posterior communicating artery (icpc), after the implantation of a target ultra coil (stryker) , a target nano coil (stryker), and a 1.50mm x 2.00cm galaxy g3 mini coil (glm915020) were implanted, the complaint coil, a 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30422322) was delivered to the target lesion. A concomitant sl-10® microcatheter (stryker) kicked back, therefore the complaint coil was resheathed, but the deployment sheath got damaged and could not be used. The complaint coil was replaced with another 1.00mm x 2.00cm galaxy g3 mini coil (glm910020) and it was implanted without any issue. It was reported that continuous flush was maintained through the microcatheter during the procedure. Additional intervention was not required; there was no blood flow restriction / reduction as a result of the reported event. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in damaged condition. Based on the product analysis 23 february 2021, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during the coil embolization procedure with the target aneurysm at the internal carotid-posterior communicating artery (icpc), after the implantation of a target ultra coil (stryker) , a target nano coil (stryker), and a 1.50mm x 2.00cm galaxy g3 mini coil (glm915020) were implanted, the complaint coil, a 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30422322) was delivered to the target lesion. A concomitant sl-10® microcatheter (stryker) kicked back, therefore the complaint coil was resheathed, but the deployment sheath got damaged and could not be used. The complaint coil was replaced with another 1.00mm x 2.00cm galaxy g3 mini coil (glm910020) and it was implanted without any issue. It was reported that continuous flush was maintained through the microcatheter during the procedure. Additional intervention was not required; there was no blood flow restriction / reduction as a result of the reported event. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. It was received on 05 february 2021. The investigation commenced on 23 february 2021. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The coil introducer was observed split in two. The marker band was found at 37 cm from the hub; this is within specification. There is no other damage nor anomaly observed on the returned complaint device. A microscopic inspection was performed. Under microscopic magnification, the embolic coil was observed in a ¿wavy¿ condition and in an entangled state. A review of manufacturing documentation associated with this lot (30422322) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue related to the damaged coil introducer was confirmed; the coil introducer was observed split in two. This may have been due to force exerted on it during the attempt to resheath the coil. The complaint reported that the concomitant microcatheter kicked back and the complaint coil could not be used and had to be resheathed ¿ the issue related to the positioning difficulty due to the microcatheter kickback could not be confirmed through functional testing as this is specific to the patient and procedure; the environment when this issue occurred cannot be replicated in the lab. However, the embolic coil was observed in a ¿wavy¿ condition and entangled state may be related to the reported issue. It could have been a result of force inadvertently exerted on it during procedure handling. Based on the observed condition of the embolic coil, the reported issue related to the positioning difficulty was confirmed. Damage to the embolic coil is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. The embolic coil can become damaged during procedure handling where excessive force is inadvertently applied during attempts to withdraw against resistance, or during attempts to resheath the coil as documented in this complaint. The condition of the coil was not originally reported in the complaint. It is possible that during the attempt to resheath / re-zip the coil, force was exerted on the device. The coil introducer on the returned device was observed split in two. The exact cause of the damaged condition of the embolic coil cannot be conclusively determined. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed ¿wavy¿ condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.